Event description:
Boston scientific received new information that a revision procedure was performed to resolve the observed high out of range impedance measurements. It was identified that the high out of range impedance measurements exhibited by this system were due to a loose setscrew in the header of the device. Device and lead were re-connected by cleaning the connection area, re-inserting the lead and tightening all setscrews. No new adverse effects to the patient were reported and both device and lead remain implanted and in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited high out of range shock impedance in triad configuration. The increase occurred twelve weeks prior and had a duration of approximately four weeks. The right ventricular (rv) pacing and sensing measurements did not change significantly. No additional tests were performed. No adverse patient effects were reported.